Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) shoulder pack clasp was faulty and unclipped. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One shoulder pack with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the pack revealed that the clips/hooks were in place and worked as intended. No anomalies were found. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.